Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute arterial sheah was advanced over the 0.035" j-wire but would not advance into the common carotid artery (cca). The cca was dilated, and the arterial sheath was advanced into the cca. An angiogram was performed, and a dissection was identified. An unplanned additional stent was placed to address the dissection. The procedure was completed, and the patient was neurologically intact.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A followup MDR will be submitted when additional information is obtained. Complaints will continue to be reviewed and monitored for trends.